Manufacturer narrative:
(B)(4)

Event description:
It was reported that upon interrogation, the pulse generator exhibited backup vvi operation. The patient was in stable condition. No intervention was performed. No further information was available.